Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high impedance. The pocket was opened and the lead was reinserted into the device. Measurements are now within range.